Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were reproduced while running a loaded set. During the evaluation, the upstream sensor was found to have cracks on the upstream sensor tail pins causing the false upstream occlusion alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.